Event description:
Utilizing alaris pump and module, potassium chloride 10 meq/100 ml was programmed utilizing the medication library "guardrails". Infusion was set to run at 100 ml/hr. Infusion was started (B)(6) 2020 at 22:28 and completed at 22:44, an elapsed time of 16 minutes. Nursing reported that the full 100 ml was infused, no leaks were noted above or below the module or at the IV site. Pump was verified to be programmed correctly per nursing administration and biomed. Total infusion per pump log was 26.3 ml (consistent with the time infused but is contra to there being no remaining fluid in bag). FDA safety report ID# (B)(4).